Event description:
It was reported that malfunction alarm occurred while customer was giving insulin, showing malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, confirmed malfunction did not recur, and was advised to continue using pump and to call back if malfunction appeared again.